Event description:
A customer reported that a patient experienced staining on the tongue and corners of the mouth. It was reported that the mouth guard was disinfected with cidex opa. The customer stated the patient is doing fine and the staining is completely gone and there was no breakage of skin. It was also reported that the mouth guard was left in the patient's mouth during the procedure when it was supposed to be removed prior to the procedure.